Manufacturer narrative:
Other relevant components include: product ID: 8781, lot# n676945004, implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon with an unknown concentration at 50 mcg/day via an implantable pump for ¿suspected siff person syndrome¿. It was reported that during normal use, there was a variation anomaly. It was reported that on (B)(6) 2017, a refill was performed. It was reported that the residual drug volume on the programmer was 2.7 ml and the actual residual drug volume from the pump was 15 ml. It was reported that the variation rate was -83.0%. On (B)(6) 2017, it was reported that a catheter x-ray study was attempted to be performed but was unable to be done because the drug could not be aspirated. A rotor test was performed and confirmed no abnormality in pump operability. It was reported that a catheter replacement was planned but was postponed for a while since the patient refused to have an operation. The attending physician commented that the anomaly of the intrathecal baclofen (itb) system was suspected since spasticity was increased due to variation anomaly. It was reported that because the drug could not be aspirated during the catheter x-ray study, the catheter issue was suspected. The classification of severity of the event was reported as n/a to 1-7 (not serious) and the event was reported as unrecovered. The causality was reported an unrelated to the investigation drug, pump, programmer, and surgical procedure. The causality was reported an unknown regarding the catheter. No further complications were reported and/or anticipated.